Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the coverage wasn't the same as the trial and she was getting stimulation in her belly region. This was discovered during a follow up visit. Reprogramming was performed and this did not change the belly stimulation. A revision was planned to move the leads. No date was scheduled. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.